Event description:
The customer complained of discrepant inr results for 2 patients from coaguchek plus meter serial number (B)(4). For patient 1 the results from the meter were 7.2 inr, 4.8 inr, and 4.2 inr with the same finger. For patient 2 the results from the meter were 3.4 inr, 2.6 inr, and 3.3 inr with the same finger. Patient 2 was a (B)(6) female with a date of birth of (B)(6). The specific time of the measurements was not provided. The elapsed time between the measurements was within 15 minutes for both patients. There was no allegation of an adverse event. The patients' warfarin doses were adjusted based on the results from the meter. The patients were feeling "okay". The patients were not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patients had no changes in diet, no new illness, no new medications, no bleeding, and no bruising. The patients' therapeutic ranges were 2.0 - 3.0 inr. Retention test strips (lot 294947) were tested in comparison to master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with the specification. The returned test strips were measured at the returned meter with liquid qc of a high level in comparison to masterlot on internal reference meter: qc: 2.4 inr; qc: 2.3 inr; qc: 2.3 inr. The obtained qc results were in the allowed range. No error messages occurred during the investigation. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.